Manufacturer narrative:
Upon reassessment of the reported event, it was determined that his product was reported in error. Hence the initial report submitted needs to be voided.

Event description:
Upon reassessment of the reported event, it was determined that his product was reported in error. Hence the initial report submitted needs to be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04195, and 0001822565-2019-04196. Concomitant medical products: unknown zimmer segmental system femoral, catalog#: ni, lot#: ni. Unknown zimmer segmental system tibial insert, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they have been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient has been revised due to infection. Attempts have been made and no further information has been provided.